Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported getting false readings on the receiver. The receiver was showing a reading over 200 mg/dl and while walking into a room at home, he suddenly blacked out and went into a seizure. This resulted in a broken notes and ribs. The patient stated they eventually came out of the seizure and did not call for medical attention. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had seizure. No additional patient or event information is available.